Event description:
Boston scientific received information that during a follow up high out of range pacing impedances as well as loss of capture was revealed when it comes to this left ventricular lead. A revision procedure has been planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.

Event description:
--

Manufacturer narrative:
Additional information provided noted that the patient under went a procedure to implant an epicardial lead in the left ventricular position. A competitor epicardial lead was successfully implanted while the fractured left ventricular lead was not explanted and remained capped/abandoned in the patient.

Manufacturer narrative:
Subsequently a revision procedure took place due to a suspected lead fracture. It was not possible to explant this lead, thus the intervention was postponed and another epicardical lead was implanted. No additional information is available at this time. Upon additional information this investigation will be updated.